Manufacturer narrative:
The date of this submission is 21-dec-2016. This report was re-assessed to be not reportable malfunction based on follow-up information received on 24-nov-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 05-oct -2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss mint waxed, dentally, for general oral hygiene (lot number 1945d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, while pulling the floss out the metal cutter completely broke off and the metal plate popped out. The consumer could not even cut the floss with scissors because they were rusty. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 19-nov-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Device history records were reviewed and no deviations or non conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification was documented in the records and retain sample review. In addition, based on the investigation results, there was no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report had no adverse event. This report remains as a reportable malfunction in the united states of america. Additional information was received on 24-nov-2016. On 24-nov-2016, the field sample was received. On 08-dec-2016, the sample was visually examined and according to product specification, test method and by appearance, the lot number was identified. The product code was changed from reach johnson and johnson floss waxed mint to reach johnson and johnson floss waxed mint 200yd. The field sample did not meet specifications as it was received with broken dispenser. This report had no adverse event. This report was reassessed as a not reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 02-nov-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 05-oct -2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss mint waxed, dentally, for general oral hygiene (lot number 1945d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, while pulling the floss out the metal cutter completely broke off and the metal plate popped out. The consumer could not even cut the floss with scissors because they were rusty. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 02-dec-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 05-oct -2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss mint waxed, dentally, for general oral hygiene (lot number 1945d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, while pulling the floss out the metal cutter completely broke off and the metal plate popped out. The consumer could not even cut the floss with scissors because they were rusty. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 19-nov-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Device history records were reviewed and no deviations or non conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification was documented in the records and retain sample review. In addition, based on the investigation results, there was no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report had no adverse event. This report remains as a reportable malfunction in the united states of america.